Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ the tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, using pump supplies longer than 2 days with trusteel infusion set and longer than 3 days with novolog insulin and the customer does not remove air from their cartridge during the loading sequence. Tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.